Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation proserva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. According to the complainant, at approximately 5 minutes into the genesys hta procedure, the patient reported that her "buttocks was hot". The physician noticed that the procedure set tubing was resting on her buttocks and a slight red mark was noted. Silvadene cream was applied to the area and the case was successfully completed with this device. The patient's current condition is reported to be "fine".

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If further information becomes available, a supplemental MDR will be filed.